Manufacturer narrative:
This report is submitted on 10 nov 2020.

Event description:
It was reported that the disposable battery was found to have allegedly leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.